Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma.

Event description:
Healthcare professional reported left-side capsular contracture baker grade IV, seroma fluid of 20cc and concern with the product. Devices have been explanted and replaced.